Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing an "alert and also reported was shocked/electrocuted. It threw the patient's back out and the patient was straightened like a brick. The patient also reported the remote monitor was not transmitting. A request for additional information was made but not received. The implantable cardioverter defibrillator, right ventricular (rv) lead, and remote monitor remain in use. No further patient complications have been reported as a result of this event.